Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health on behalf of an individual who received a suspected false positive result with the cue covid-19 test for home and over the counter (otc) use test. Individual received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge (B)(6), lot 31410e, reader sn (B)(6). Cartridges were stored within the validated temperature range. Although requested, customer did not respond to technical supports requests for additional information.